Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coil lps, lp system detachment handles (handle), and a non-penumbra microcatheter. It was noted that the patient¿s anatomy was very tortuous. During the procedure, the physician successfully detached one ruby coil lp in the target vessel using a handle. Then, while advancing the next ruby coil lp through the microcatheter to the target vessel, the coil unintentionally detached within the microcatheter. Therefore, the physician pushed the detached ruby coil lp through the microcatheter and into the target vessel using saline. Next, the physician advanced three ruby coil lps to the target vessel and attempted to detach the coils using a handle; however, the coils failed to detach after multiple attempts. The physician then attempted to detach the coils using a second handle; however, the same issue occurred. Subsequently, the physician attempted to manually detach the ruby coil lps; however, it was unsuccessful. Therefore, the ruby coil lps were removed. The procedure was completed using non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 1. Section h. Box 10./11. Narrative/corrected data. Please note that the initial MDR indicated that the device is available for return and follow up MDR will be submitted upon completion of the device investigation. However, this device is not available for return. Without the return of the device, the root cause of the problem cannot be determined. Furthermore, the product lot number was not provided, therefore, the manufacturing records could not be reviewed.